Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
T was reported that transmitter failed/error/alert occurred on 9/21/2022 for g6 transmitter with serial number (B)(6). However, g6 transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. The customer's complaint was undetermined because an investigation cannot be performed. The allegation was undetermined due to discharged battery. No injury or medical intervention was reported.